Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that the monopolar curved scissors instrument one scissor shear was missing. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken blade at the base of the blade. The missing blade was not returned with the instrument. The probable root cause is attributed to damage during use, which may result from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.).